Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer and headache. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There is no report of the medical intervention that the patient have received at that time. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil performed external visual inspection of dreamstation and observed small amounts of contamination on the exterior of the device. During internal inspection of the dreamstation, some contamination and dust/dirt inconsistent with degraded sound abatement foam was observed inside the blower box. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The blower also showed signs of dust contamination. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instance of errors on the device. Pil was able to confirm the presence of degraded sound abatement foam in the device. Evidence of dust contamination also observed. Section d8, d9, g3 has been updated. Section h6 has been updated.